Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4542 boston scientific lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr) detected by the implantable cardioverter defibrillator (ICD) device. The device remains in used. No further patient complications have been reported as a result of this event.